Event description:
The manufacturer received information alleging a "service required alarm" occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of a "service required alarm" was not duplicated. However, a relevant service required alarm was seen in the device's error log. This alarm indicates that the pressure gap between the inside of the airflow circuit and the outlet is large. On device inspection with disassembling, dirt was found on the inside of the flow sensor. Based on this finding, the flow sensor was replaced. Additional findings not related to the malfunction/issue, the blower assembly and the oxygen blending module subassembly were both replaced due to observed dirt.